Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump low and high blood glucose reminder settings "were turned off" without the customer having manually disabled them. Tandem technical support reviewed the pump logs and determined that the alerts had been manually acknowledged; however, the customer did not respond to follow up attempts. There was no reported impact to blood glucose.